Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy, suture pulled until it breaks, or tensioning angle is not being coaxial due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
Subsequent to the initially filed report, the following information was received:it was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device with a 7f sheath. No additional information was provided.

Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Event description:
It was reported that vessel puncture closure of an unspecified vessel was attempted using a proglide device after a percutaneous coronary intervention interventional procedure. Reportedly, as the suture trimmer was in place and the suture was pulled, a suture break occurred. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.